Manufacturer narrative:
A philips service engineer provided the part number for replacement of the system's locking mechanism bearing. The system has not had any similar issues reported. An investigation determined that the failure was caused by a hardware issue in the articulating arm latching mechanism preventing the locking solenoid from fully engaging.

Event description:
A customer reported the swivel mechanism of their epiq cvx ultrasound system¿s control panel swivel mechanism did not lock properly while transporting the unit within the user facility. The failure occurred outside of clinical use and no patient or user was harmed as a result of the issue. The bearing flange replacement will address the customer's immediate concerns. Philips has started an investigation, and upon completion, a follow up report will be submitted.